Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system is displaying localizer faulted in an optical procedure. There was no patient involvement. A medtronic representative (rep) was in front of system, opened the network device interface (ndi) toolbox, and found, "bump detector battery fault. Return for service.", "bump detected. Accuracy assessment recommended.", and "storage temperature exceeded".

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: p9-02078, ubd: , UDI#: h3) a manufacturer representative (rep) went to the site to test the navigation system. The camera was replaced and the system performed as intended. Codes: b01, c07, and d02 are applicable for the system servicing. H3) hardware analysis was performed. After functional testing and visual/physical examination, the reported issue was confirmed. The analysis concluded that the returned positioning sensor unit (psu) contained scratches on the housing & lenses. A check of the event log revealed intermittent firmware incompatibility and intermittent illuminator current low. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. The psu had electrical failure. Codes: b01, c02, and d02 are applicable for the hardware analysis. H3) please see section d9 for when the device was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.